Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat degenerative joint disease. The patella was resurfaced and competitor cement x2 was utilized. The surgeon noted that the patient has a history of a left knee osteochondral autograft transfer system (oats) surgery and a left knee microfix surgery. The surgeon further notes that during the primary procedure he discovered grade 4 chondromalacia and medial femoral compartment avascular necrosis (avn). The procedure was completed without complications. Patient received a left knee revision to treat pain and walking difficulty secondary to an overstuffed femoral component. Upon entering the joint, the surgeon confirmed that the well-fixed femoral component was too large for the femur and was revised with some bone loss. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed but revised to accommodate the competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2018. Dor: (B)(6) 2019. Left knee.